Manufacturer narrative:
Investigation summary: investigation flow: damage. Visual inspection: the star/hexdrive screwdriver t25 3.5mm hex/self-retaining (p/n: 03.010.150, lot number: h503381) was received at us cq. Upon visual inspection, the tip driving threads were stripped. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the tip driving threads are stripped. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: manufacturing location: supplier - (B)(6) / inspected, packaged and released by: (B)(6). Release date: jul 20, 2018. Part number: 03.010.150, star/hex drive screwdriver t25 305mm hex/self-retaining. Lot number: h503381 (non-sterile). Lot quantity: 100. Purchased finished goods traveler met all inspection acceptance criteria. Certificate of compliance received from avalign dated jul 13, 2018 was reviewed and determined to be conforming. Inspection sheet, incoming final inspection, ns069231 rev d met all inspection acceptance criteria. Packaging label log (pll) lppf rev c, lmd rev a was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device history review: jan 20, 2020: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, the star/ hex drive screwdriver does not function during reverse logistics audit of returned device at millstone. There was no patient involvement. This is report 01 of 01 of (B)(4).